Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No device issue, intraoperative complications, or any indication that a da vinci product contributed to the reported event was noted in the article. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a patient from a literature article died from a cardiac event 2 days after a robotic nephroureterectomy procedure. No allegation has been made against any intuitive surgical product. Based on the information provided in the summary of events, no intuitive surgical product or instrument contributed to this event. Section b3 event date is selected as the date this article is published: 13 february 2025. Section a2 patient age was not specified. The study age range was 55¿86 years. Section a3 patient gender was not specified. The study included 12 male, 3 female patients. Citation: zohar, y.; hefer, b.; vazana, I.; jabareen, et.al. Minimally invasive one-docking, two-target, and three-port robotic-assisted nephroureterectomy: redefining surgical approach. Cancers 2025, 17, 627. Https://doi.org/10.3390/cancers17040627.

Event description:
A literature article described a retrospective single-center cohort analysis study that aimed to optimize the surgical approach to robotic radical nephroureterectomy (rrnu) for patients with urothelial carcinoma in their kidneys and ureters. The approach involved reducing the number of ports used and improving visualization during the procedure. The medical record review involved 15 rrnu procedures with bladder cuff excision (bce) between 2019 and 2024 performed by a single surgeon using a one-docking, 3-port technique. The article noted one patient expired after a cardiac arrest on postoperative day (pod) 2. Resuscitation was initiated immediately, followed by an emergency coronary angiography; the patient developed irreversible cardiac arrhythmias and did not respond to further resuscitation. No device issues or intraoperative complications were noted in the article. Additional information has been requested from the designated author with no response received.